Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a cartiva implant and subsequently experienced loss of range of motion of the great toe, loss of mobility, nerve damage, debilitating pain of the right great toe along with constant irritation and discomfort. The patient was revised on approximately 5 years post-op, with removal of the implant and fusion of the big toe bones.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a cartiva implant and subsequently experienced loss of range of motion of the great toe, loss of mobility, nerve damage, debilitating pain of the right great toe along with constant irritation and discomfort. The patient was revised on approximately 5 years post-op, with removal of the implant and fusion of the big toe bones.